Manufacturer narrative:
H6: the products were not returned for evaluation. Radiographic images were provided. Review of the images indicates infinity devices in-situ. It does appear the tibial tray has slightly subsided. However, comparison images were not provided; therefore, no conclusion can be drawn based on the images alone.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the the patient will need to undergo a revision surgery due to the tibia subsiding.

Manufacturer narrative:
The products were not returned for evaluation. Radiographic images were provided. Review of the images indicates infinity devices in-situ.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to reasons that were not reported.